Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the lot number? What was used to complete the procedure?. No further information will be provided. Note: event reported in 2210968-2021-06890.

Event description:
It was reported that a patient underwent a coronary artery bypass graft surgery on (B)(6) 2021 and suture was used. During anastomosis, after putting about 5 stitches by continuous suturing, the suture was detached from the needle. There were no adverse consequences to the patient. No additional information was provided.